Event description:
Customer reported that needle prematurely released from suture. The physician obtained a replacement suture and completed the procedure without further incident. There are no reported adverse pt consequences related to this event.